Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the left ventricular (lv) lead had elevated capture threshold and was no longer capturing. The physician capped and replaced the lv lead on (B)(6) 2022. The patient was in stable condition.